Event description:
The patient had a loss of therapeutic effect after falling on the stimulator site three months before the report. She felt the stimulator moved at one time. The patient reported that x-rays showed the ipg had moved. For the past five months the patient had been self catheterizing with the device on . It was also reported that the stimulation was causing pain and vibrating sensation in the vagina. The patient turned the stimulation down and the pain moved to the lower back. She turned the stimulation down to 2.7 and "her stomach felt like it was on fire. She stated that the health professional "accused her of turning stim up too high where it is discomforting for the patient, in order to be admitted to the ER and be provided narcotics". The patient met with the health professional, who instructed her to turn the therapy off. With the therapy off the patient was blotted and very little urine was coming out. The patient turned the therapy back on. One week later the patient reported pain around the kidneys and lower abdomen. She provided that she was hurt while the nurse was catheterizing her. Further information is being requested from the hcp.